Event description:
The customer reported that the patient was receiving an infusion of melphalan via a hickman line. The patient went for an xray and on their return, the pump was alarming for downstream "occlusion" and blood was tracking up the line. On a closer inspection they identified a leak near the section of the set that goes into the pump. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.